Event description:
It was reported that the patient presented to the emergency room (ER) with palpitations. Interrogation of the device indicated far-field r-wave (ffrw) sensing on the atrial lead. The lead remains in use. No further patient complications have been reported as a result of this event.